Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that the error occurred with five 190 series scopes. The customer noted that the systems were both powered down before connecting and disconnecting the scopes. The contact points were cleaned on the scopes and the same error occurred with five different scopes. The customer noted that the scope did not have the error when connected to a different tower. The socket was cleaned with compressed air which did not resolve the issue. The customer was advised to clean the contact pins on the light source which resolved the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii xenon light source had a b30 scope communication error with multiple scopes. The issue was found during inspection for use. There were no reports harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the effect of foreign matter and dust adhering to the electric contact part of the connector. The event can be detected/prevented by following the instructions for use which state: instructions evis exera iii xenon light source/olympus clv-190 7.1 care caution do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. Do not immerse, autoclave, or gas sterilize the light source. These methods will damage it. Do not wipe the external surface with a hard or abrasive wiping material. The surface will be scratched. Note clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit. Olympus will continue to monitor field performance for this device.